Manufacturer narrative:
The pt remains ongoing on lvad support with no further issues reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A direct relationship between the device and the reported gi bleed could not conclusively be determined. The information available to the manufacturer indicated that the event was related to anticoagulation. The patient remains on-going on lvad support with no further related issues reported. Although no conclusion could be drawn as to the root cause of the reported event, the device¿s approved labeling lists bleeding as an adverse event that may be associated with the use of the left ventricular assist system (lvas) and contains sections on anticoagulation therapy. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the complication was not device related. The lvad was working reportedly functioning as intended at the time of this event. The gastrointestinal (gi) bleeding was reportedly anticoagulation therapy related and no further incidents had occurred since the initiation of start of octreotide.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad assistant reported approximately after 1 year, 11 months of support on the lvad, the pt was readmitted for medical management due to gastrointestinal (gi) bleeding. The pt's international normalized ratio (inr) was at 1.1 and anticoagulation therapy was held. The pt was transfused with 1 unit of packed red blood cells. The hemoglobin levels reportedly normalized and coumadin was restarted. The pt's inr reached 1.5 and the pt was discharged home after a three-day stay in the hosp.